Event description:
It was reported that the patient's lead moved upward after implant, which was confirmed in (B)(6) 2012 by x-ray and the patient was re programmed at that time. The patient was taking medication for her pain because the device was not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n307866, implanted: (B)(6) 2012, product type accessory; product ID 3550-29, lot# n266577, implanted: (B)(6) 2012, product type accessory. (B)(4).